Manufacturer narrative:
Device passed the displacement. Device received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a customer's insulin pump was damaged. The customer¿s blood glucose level was 137 mg/dl at the time of the incident. The insulin pump has a crack on the reservoir compartment, and the reservoir no longer sits firmly in the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.